Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed to a lower rate. It was also noted that the patient syncope was not related to the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) "may not have been working appropriately". It was noted that the patient experienced syncope and vomiting. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.